Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure, using a micropuncture transtionless stiffened cannula access set, the device seemed to be breaking/separating at the hub. There were no reported adverse events that the patient experienced due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.